Event description:
It was reported that tkr for osteosarcoma, allograft and rotating hinge prosthesis in 2000. Aug. 2006 pt began having knee pain. Sept. 2006 pain increased, allograft fracture more evident, stem appeared broken. In 2006 revised tibial component stem of prosthesis broken.